Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-624a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap bevel edge and the metal cap are not aligned; the glass cap is protruding from metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, with 81,000 joules used, the first fiber became unresponsive; decreased in fiber vaporization efficiency and was damaged at the tip. The fiber was exchanged. The second fiber, with ¿0¿ joules used, the tip of the fiber was identified as defective; fiber was damaged at the tip. The fiber was exchanged. The third fiber, with 79,000 joules used, became unresponsive; decreased in fiber vaporization efficiency and was damaged at tip. The fiber was exchanged; and the case completed with the fourth fiber. Patient outcome: "ok" reported. No injury to patient reported. The first and third fibers were cleaned during the procedure. This report is for the third fiber.